Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua)(B)(4) (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn 33852) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for (ua) 07 was due to a defective load cell module. The cracked covers and defective load cell module were likely attributed to mishandling such as a drop. During visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked top cover, front, and bottom enclosures were observed. These physical damages were likely due to mishandling, such as a drop. The top cover, front, and bottom enclosures need to be replaced to address the physical damage. In addition, the UDI label was observed to be faded and likely attributed to user mishandling or wear and tear. The UDI label needs to be replaced to address the issue. The autopulse platform failed the initial functional testing due to (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that the load cell module 2 exceeded normal parameters and need to be replaced to remedy the (ua) 07 error. A review of the archive data was performed and showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error on the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).